Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/2016. Using the pod 5: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (arm) while wearing the pod for longer than 48 hours. Patient felt pain when applying the pod but didn't think anything of it, the pain felt like arm was on fire. The patient went to the walk in clinic at the doctor¿s office. They drained the area. Patient was prescribed docycline 100 mg for 14 days twice a day. The patient took more insulin because the blood sugar levels could not be kept at level. Patient believes the pod caused (B)(6). The patient discarded the pod so device is not available for return.